Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping / abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). In (B)(6) 2008, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and dysgeusia ("metal taste in her mouth"). On an unknown date, the patient experienced procedural pain ("painful surgery"). The patient was treated with surgery (hysterectomy). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue and dysgeusia outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, dysgeusia and procedural pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: hysterosalpingogram result was right fallopian tube was not fully occluded. On (B)(6) 2008: hysterosalpingogram result was full occlusion of both of her fallopian tubes. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced cramping / abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. Approximately one and a half year, plaintiff underwent a hysterectomy. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping / abdominal pain/ pain"), genital haemorrhage ("abnormal bleeding"), cholecystectomy ("cholecystectomy") and gastrointestinal disorder ("gastrointestinal disease") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2007. The patient's previously administered products included for birth control: depo-provera in 2007 and birth control patch from 2002 to 2003; for contraception: condoms from 2004 to 2007. Concurrent conditions included depression. On(B)(6) 2007, the patient had essure (ess205) inserted. In august 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),") and dysgeusia ("metal taste in her mouth"). In 2009, the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and procedural pain ("painful surgery"). The patient was treated with antidepressants, surgery (hysterectomy full), surgery (ablation done (B)(6) 2008) and surgery (fundoplication). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the abdominal pain, procedural pain and vaginal haemorrhage had resolved and the genital haemorrhage, cholecystectomy, gastrointestinal disorder, dysmenorrhoea, dyspareunia, fatigue, dysgeusia, menorrhagia, tooth disorder, irritable bowel syndrome and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, cholecystectomy, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, procedural pain, tooth disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: right fallopian tube was not fully occluded; on (B)(6) 2008: full occlusion of both of her fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events added as abnormal bleeding (vaginal, menorrhagia), dental problems, cholecystectomy, failure to occlude (close) fallopian tube(s), pain, gastrointestinal or digestive system condition type: ibs. Historical condition , concomitant condition and relevant lab data were added. Concomitant, historical drug and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping / abdominal pain/ pain"), genital haemorrhage ("abnormal bleeding/chronic bleeding"), cholecystectomy ("cholecystectomy") and gastrointestinal disorder ("gastrointestinal disease/I aslo suffered gi issues") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on 5-dec-2007. The patient's past medical history included tonsillectomy, adenoidectomy and asthma. Previously administered products included for birth control: depo-provera in 2007 and birth control patch from 2002 to 2003; for contraception: condoms from 2004 to 2007. Concurrent conditions included depression, dysfunctional uterine bleeding and cholecystectomy. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,istill constant suffer fatigue "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),") and dysgeusia ("metal taste in her mouth"). In 2009, the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), procedural pain ("painful surgery"), migraine ("dignosed with chronic migraines "), dropped head syndrome ("I suffer dropping syndroms"), dizziness ("get me to dizzy"), blood glucose decreased ("sugar drop"), loss of consciousness ("sometime blackout"), anxiety ("anxiety "), depression ("depression"), thyroid disorder ("thyroid disorder"), pituitary tumour ("pituitary gland tumor"), hormone level abnormal ("bc my hormones have been in such distress since all this "), joint swelling ("my ankle swelling horribale"), endometriosis ("endometriosis"), genital disorder female ("my 1 ovary that is left is almost completely deterorated."), surgery ("having 9 surgeries") and hypersensitivity ("my body has had reactions."). The patient was treated with antidepressants, surgery (hysterectomy full), surgery (ablation / dilatation and curettage done (B)(6) 2008) and surgery (fundoplication). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the abdominal pain, procedural pain and vaginal haemorrhage had resolved, the genital haemorrhage, cholecystectomy, gastrointestinal disorder, dysmenorrhoea, dyspareunia, dysgeusia, menorrhagia, tooth disorder, irritable bowel syndrome, alopecia, migraine, dropped head syndrome, dizziness, blood glucose decreased, loss of consciousness, anxiety, thyroid disorder, pituitary tumour, hormone level abnormal, joint swelling, endometriosis, genital disorder female, surgery and hypersensitivity outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, alopecia, anxiety, blood glucose decreased, cholecystectomy, depression, dizziness, dropped head syndrome, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital disorder female, genital haemorrhage, hormone level abnormal, hypersensitivity, irritable bowel syndrome, joint swelling, loss of consciousness, menorrhagia, migraine, pituitary tumour, procedural pain, surgery, thyroid disorder, tooth disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: right fallopian tube was not fully occluded; on (B)(6) 2008: full occlusion of both of her fallopian tubes. First time, the right tube was not occluded as the contrast was going through the tube; the second time, no contrast was extended to either tube and there was bilateral occlusion. (B)(6) 2008:hysterosalpingogram: there was no definite leakage of either fallopian coil at that time. Concerning the injuries reported in this case, the following diagnosed with chronic migraines, I suffer dropping syndrome, get me to dizzy, sugar drop, sometime blackout, anxiety, depression, thyroid disorder, pituitary gland tumor, bc my hormones have been in such distress since all this, my ankle swelling horrible were reported via social media: quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6): social media post reporter records received, patient relevant information and new event diagnosed with chronic migraines, I suffer dropping syndrome, get me to dizzy, sugar drop, sometime blackout, anxiety, depression, thyroid disorder, tumor on pituitary gland,bc my hormones have been in such distress since all this,1 ovary that is left is almost completely deteriorated, endometriosis,9 surgeries,my ankle swelling horrible were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) inserted and experienced cramping / abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. Approximately one and a half year, plaintiff underwent a hysterectomy. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.